Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, the threshold increased after the right ventricular (rv) lead was connected to the crt-d. It was unable to rule out whether there was a problem with the crt-d. The crt-d and rv lead were not implanted. A new crt-d and rv lead were implanted. No patient complications have been reported as a result of this event.